Manufacturer narrative:
Visual findings observed scuff marks on the exterior housing. One of the dust covers underneath the battery slot is broken. Evaluation of the unit found the unit does not sound when the pull magnet is not attached to the magnet plate. The reed switch (sw reed) was found out to be the faulty component when tested with a digital multi-meter. When there is no magnet attached on the magnet plate, the impedance across the reed switch is 0.2 ohm, which is below the normal range (also known as shorted), and it is the cause why the unit is not sounding each time the pull magnet is disengaged. Being that the unit is already more than two years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the alarm not sounding, and the likely cause of the event is normal wear and tear. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. No corrective or preventative actions are necessary at this time. Manufacturer file reference # (B)(4).

Event description:
(B)(6) emailed on behalf of a customer who has an alarm that will not function. Magnet removal does not sound the unit (no sensor pads in use). Troubleshooting guide saved, no gtin provided. The date the issue was discovered is unknown and no patient incident or injury was reported.